Event description:
The mitroflow valve 12a (unknown size and serial #) was implanted at unknown date. The valve was explanted due to svd on (B)(6) 2025 and the surgeon noticed that a part of the leaflet was tore and missing. He could not find it in heart area during the surgery (explant of the valve) but finally found around left iliac artery by CT scanning. The surgeon will try to extract the piece at the additional surgery near future. The explanted valve was discarded by the site. No further information has been provided by the site at this time.

Manufacturer narrative:
The manufacturer is retrieving further information from the site about the event that includes device details, date of implant, patient details, to name a few. A follow-up mw report will be submitted upon availability of new information. This is the duplicate for the report submitted through esg portal on 2 may 2025 with coreid: ci250502183246.bd6ed7c270db4676966c1165817221ea.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturer attempted to retrieve additional information on the event and the device involved. However, no further information was provided. Since the device was not returned to the manufacturer (discarded by site) and device serial # not identified, no investigation is possible at this time. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. It should be noted that structural valve deterioration is listed as a potential adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device. Should further information be recieved in the future, a follow up report will be provided.